Manufacturer narrative:
The device involved in the reported incident is not yet available for evaluation. An investigation has been initiated based on the reported information.

Event description:
An integra sales representative reported that on (B)(6) 2018, an a2079a mayfield infinity xr2 low profile base unit was used during an unspecified procedure. The top locking screw to the swivel adapter broke off when connecting to the skull clamp. There was no patient contact and no patient injury reported. The patient was prepped for surgery. Delay in surgery due to the product problem was unknown.

Manufacturer narrative:
Investigation completed on 14 feb 2018. The device was not returned to the manufacturer for physical evaluation. The serial number provided was incorrect (serial number provided was the component number of the swivel adapter). The failure mode cannot be confirmed. Should the product be returned, a failure analysis and/or root cause analysis will be performed at that time.